Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the vad system and programming vad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The IFU and patient manual contain stroke and neurologic dysfunction as potential events that may be associated with use of the product. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received who had undergone a gastric sleeve procedure on (B)(6) 2017, developed post-operative bleeding between (B)(6) 2017. The patient's anticoagulation had been held for 24 to 48 hours. The patient recovered and was discharged on (B)(6) 2017. He presented to hospital again on (B)(6) 2017 with elevated power consumption (6.2w) and estimated flows (>10l/min). The site further reported that the patient had developed shortness of breath and urine that was brown in color. A preliminary review of the patient's controller log files revealed a rise in power consumption that had started on (B)(6) 2017. Laboratory findings were suggestive for hemolysis. The patient is also reported to have undergone a head computerized tomography (CT) scan but the results were not provided. The patient was treated with tissue plasminogen activator (tpa) on (B)(6) 2017 with the subsequent normalization of his pump parameters. On (B)(6) 2017, the patient developed a hemorrhaging right cerebellar cerebrovascular accident (hcva). Details regarding the patient's symptoms, the results of any diagnostic testing and whether any treatment that may have been provided or may have not been reported.

Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hw24393 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of increase in power was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 to a peak of 6.9 watts on (B)(6) 2017.  Parameters returned to normal operating range on (B)(6) 2017. No high watt alarms were logged leading to (B)(6) 2017. Of note, patient received tpa administration and parameters went back to normal limits. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.